Event description:
Cologuard test came back "positive." Necessitated colonoscopy which medicare and tricare paid. Surgery did not show any tumors. Apparently a false positive is not uncommon with this product. FDA safety report ID # (B)(4).